Event description:
Complainant reports peristomal wound at 9 o'clock under the mass measuring approximately 18mm.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was reported that the end user applies (B)(6) powder covered by (B)(6) followed by the skin barrier. The end user cleanses her peristomal with (B)(6) soap and uses (B)(6) wound and (B)(6) adhesive remover spray and protective barrier wipes along with the (B)(6) cohesive seals or (B)(6) paste which is applied to her peristomal skin. It was further reported that the end user has a basketball size peristomal hernia. End user caregiver stated he applies (B)(6) powder to the mucocutaneous juncture line with each wafer change. The complainant provided the product lot information for the product lot being utilized at this time and could not provided the product lot information that was utilized when the reported event issue occurred. The complainant reported that the end user has been using the product for years. No specifics reported on the number of years. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).